Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests that the set bursts. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report that the set burst was confirmed. Visual inspection identified bulging and a tear in the tubing towards the smartsite component. Functional testing confirmed the customer's report as fluid was observed to be leaking from the tear in the tubing. The cause of the leak was a tear in the tubing. The root cause of the tear was not determined.

Event description:
The reported feedback suggests that the set bursts. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.